Event description:
It was reported to philips that the x-ray exposure was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary treatment. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found that x-ray was not possible. Upon troubleshooting actions, fse identified that the cube and kvma was malfunctioned. Fse replaced the roco velara replacement kit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.